Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. There was no remaining patient sample available for investigation. This event occurred in (B)(6).

Event description:
The initial reporter stated they received a false positive result for one patient tested with the elecsys toxo igm immunoassay on a cobas 8000 e 801 module. The sample was tested using the elecsys toxo igm immunoassay, resulting with a value of 1.13 coi (reactive). This value was reported outside of the laboratory to the patient. The sample was also tested using the abbott toxo igm method, resulting with a value of 0.13 (negative, no units provided). The physician decided to have a different laboratory collect a sample from the patient, and test it using an unknown competitor method. A negative toxo igm value was confirmed for this sample. The serial number of the e 801 analyzer is (B)(4).